Event description:
After completing service of the ventilator, the manufacturer's service technician reported the ventilator would not switch from dc power to ac power. Review of the device diagnostic log history noted intermittent power issues while in normal ventilation mode that indicated the ventilator was operating on battery power and did not resume ac power in a timely manner when switching from dc to ac power. The service technician will replace the power management board to address the reported problem.